Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, perhaps biomechanical overload, preceding/simultaneous bone augmentation, bone resorption, perhaps peri-implantitis, infection, inflammation, mobility. Bone resorption after loading, cause unclear.